Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported some voice messages were heard by the device indicating failure in delivering therapy in a former service review, mentioning some therapy port intervention by technical staff. The device was in use on a patient, however there was no reported adverse event to the patient or user.

Event description:
The customer reported some voice messages were heard by the device indicating failure in delivering therapy in a former service review, mentioning some therapy port intervention by technical staff. We are considering that there may have been indication of failure to deliver therapy and therapy port intervention.